Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding'), pregnancy with contraceptive device ('pregnancy') and oligohydramnios ('did you experience complications of unintended pregnancy? Yes, oligohydramnios') in a 36-year-old female patient who had essure (batch no. 709949) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test not performed". The patient's medical history included multigravida, parity 3 (dates of live births: (B)(6) 1999, (B)(6) 2004, (B)(6) 2010), miscarriage, cholelithiasis, kidney stones and tobacco user (quit (B)(6) 2009). Concurrent conditions included weight loss. Family history included uterine cancer (maternal grandmother maternal uncle ¿ developmental problem (mr) cousin is mr). Concomitant products included ethinylestradiol;norgestimate (sprintec) since 2010, minerals nos;vitamins nos (prenatal vitamins) and naproxen sodium (aleve). In february 2010, the patient had essure inserted. In may 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines/headaches"), headache ("migraines/headaches"), abdominal pain lower ("lower abdominal pain") and back pain ("back pain"). On (B)(6) 2016, the patient experienced ovarian cyst ("reproductive system disorder: left ovarian cyst"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and oligohydramnios (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy with unilateral oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower and back pain had resolved, the genital haemorrhage, pregnancy with contraceptive device, oligohydramnios and ovarian cyst outcome was unknown and the migraine and headache was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, back pain, genital haemorrhage, headache, migraine, oligohydramnios, ovarian cyst, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: discrepancy noted in essure insertion date 20-apr-2010 & feb-2010 the device was in good position with 6 trailing coils on the right side. Same procedure performed don opposite side with 5 trailing coils on left side. Lot number: 709949 manufacturing date: 2010-01 expiration date: 2013-01. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-jun-2019: quality-safety evaluation of ptc. Essure indication added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding'), pregnancy with contraceptive device ('pregnancy') and oligohydramnios ('did you experience complications of unintended pregnancy? Yes, oligohydramnios') in a 36-year-old female patient who had essure (batch no. 709949) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test not performed". The patient's medical history included multigravida, parity 3 (dates of live births: (B)(6) 1999, (B)(6) 2004, (B)(6) 2010), miscarriage, cholelithiasis, kidney stones and tobacco user (quit (B)(6) 2009). Concurrent conditions included weight loss. Family history included uterine cancer (maternal grandmother maternal uncle ¿ developmental problem (mr) cousin is mr). Concomitant products included ethinylestradiol;norgestimate (sprintec) since 2010, minerals nos;vitamins nos (prenatal vitamins) and naproxen sodium (aleve). In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines/headaches"), headache ("migraines/headaches"), abdominal pain lower ("lower abdominal pain") and back pain ("back pain"). On (B)(6) 2016, the patient experienced ovarian cyst ("reproductive system disorder: left ovarian cyst"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and oligohydramnios (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy with unilateral oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower and back pain had resolved, the genital haemorrhage, pregnancy with contraceptive device, oligohydramnios and ovarian cyst outcome was unknown and the migraine and headache was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, back pain, genital haemorrhage, headache, migraine, oligohydramnios, ovarian cyst, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2010 & (B)(6) 2010 the device was in good position with 6 trailing coils on the right side. Same procedure performed don opposite side with 5 trailing coils on left side. Most recent follow-up information incorporated above includes: on 10-jun-2019: plaintiff fact sheet & mr received. Events migraines, headaches, left ovarian cyst, back pain, lower abdominal pain, device monitoring procedure not performed & oligohydramnios were added. Pregnancy outcome updated from not reported to live birth outcome unknown. Historical & concomitant drugs, conditions were added. Product. Patient & reporter information, lab data & lot number updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and pregnancy with contraceptive device ("pregnancy") in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was not reported. The reporter considered genital haemorrhage, pelvic pain and pregnancy with contraceptive device to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.